Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that the insulin pump was not giving insulin. The customer's blood glucose was 328 mg/dl at the time of incident. The customer's blood glucose was 354 mg/dl at the time of call. The customer's mother stated that the insulin pump was under delivering. Troubleshooting was done. The customer's blood glucose was 400 mg/dl at the end of call. The customer's mother was advised that the insulin pump will need to be replaced. The customer was advised to revert to back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump passed functional testing including the operating currents measurement, self-test, unexpected restart error test, displacement test, rewind, basic occlusion, occlusion, prime and excessive no delivery test. The insulin pump was programmed with multiple boluses and all registered properly in the daily totals history and also matched properly with the units left on the status screen noted. No bolus delivery anomaly noted. The insulin pump uploaded properly using carelink pro and all bolus data recorded properly on data report. No history anomaly noted. No cosmetic damage noted.

Manufacturer narrative:
The pump passed the delivery accuracy test.